Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left circumflex coronary artery. A 3.00mm x 15mm nc emerge balloon catheter was selected for use, but it failed to cross the lesion. However, it was noted that the balloon ruptured. The procedure was completed with a different device. There were no patient complications. Patient was in good condition.